Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. Analysis was completed and reviewed. Analysis found that the lead passed a series of tests including the continuity, hipot and pressure test. The lead was unable to pass the insertion test due to foreign material present. There was also an insulation slit within the lead.